Event description:
The user was transported from an outside hospital and admitted to the pediatric intensive care unit (picu) with septic shock from confirmed streppneumo (streptococcus pneumoniae) meningitis with encepahlitis and right csf leak. The meningitis appeared to be non-otogenic, which increased intracranial pressure promoting an outpouching at the malformed round window region right behind the tympanic membrane. The outpouching functioned as a meningocele which was opened during placement of pe (polyethylen) tubes. The user was explanted and a transmastoid/transcanal csf leak repair was completed. The electrode lead was cut at the level of the facial recess and left in the cochlea until the infection clears and the recipient can be re-implanted. The recipient is currently still in the picu.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was admitted to the pediatric intensive care unit (picu) with septic shock from confirmed streptococcus pneumoniae meningitis with encepahlitis and right csf leak. The meningitis appeared to be non-otogenic, which increased intracranial pressure promoting an outpouching at the malformed round window region right behind the tympanic membrane. The outpouching functioned as a meningocele which was opened during placement of pe (polyethylen) tubes. The user was explanted and a transmastoid/transcanal csf leak repair was completed. The electrode lead was cut at the level of the facial recess and left in the cochlea until the infection clears and the recipient can be re-implanted. This was the first episode of meningitis and was the precipitating event for the explant.

Manufacturer narrative:
Additional information: according to the information received from the field the recipient was explanted due to a septic shock due to streptococcus pneumoniae meningitis with encephalitis and right csf leak. The device sterilization records have been reviewed and are within specification. Thus, no available information points to the implant being the source of the reported issue. The meningitis is reported to be non-otogenic, but the source is unknown. Furthermore, having a cochlear malformation is a risk factor for meningitis with or without cochlear implantation. The explanted device has not been received for investigation yet.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the recipient was explanted due to a septic shock due to streptococcus pneumoniae meningitis with encephalitis and right csf leak. The device sterilization records have been reviewed and are within specification. Thus, no available information points to the implant being the source of the reported issue. The meningitis is reported to be non-otogenic, but the source is unknown. Furthermore, having a cochlear malformation is a risk factor for meningitis with or without cochlear implantation. This is a final report.

Event description:
The user was admitted to the pediatric intensive care unit (picu) with septic shock from confirmed streptococcus pneumoniae meningitis with encepahlitis and right csf leak. The meningitis appeared to be non-otogenic, which increased intracranial pressure promoting an outpouching at the malformed round window region right behind the tympanic membrane. The outpouching functioned as a meningocele which was opened during placement of pe (polyethylen) tubes. The user was explanted and a transmastoid/transcanal csf leak repair was completed. The electrode lead was cut at the level of the facial recess and left in the cochlea until the infection clears and the recipient can be re-implanted. This was the first episode of meningitis and was the precipitating event for the explant.